Event description:
During a colonoscopy in the ascending colon, two cook instinct endoscopic hemoclips were used for treatment of a perforation. [This is against the intended use]. In each case, the clip was attached to the perforation and would not release from the deployment device. The clip could not be reopened. Extra pressure was applied to the handle and the drive wire snapped [disconnected from the handle]. The clip came out with the clip deployment device. The physician was able to use clips from a different lot to finish the procedure. Medical or surgical intervention was not required in response to the performance of the clips in question. See MDR 1037905-2013-00409 our eval of the device associated with 1037905-2013-00409 confirmed a portion of the hook at the distal end of the drive wire has detached and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial rptr stated that a section of the device did not remain inside the pt¿s body; however the location of the missing section detected during our laboratory eval is unk. The pt did not require any add¿l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved found the drive wire has separated from the handle. A hemostat remains attached to the proximal end of the drive wire. It appears that the user attempted to use the hemostats to deploy the clip at which point the hook at the distal end of the device broke. Neither the clip nor the broken portion of the hook were returned with the device. The drive wire was removed from the device, visually examined, and determined that the drive wire was manufactured correctly. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the user stated that this device was used to close a perforation. The intended use of this device states: this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3cm in the upper gi track, bleeding ulcers, arteries less than 2mm, and polyps less than 1.5cm in diameter in the gi tract. This device is not intended for the repair of gi tract luminal perforations. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends. Add'l comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.